Event description:
Transforaminal lumbar interbody fusion (tlif) surgery involving implantation of an interbody device at l4-l5 with a bilateral pedicle screw construct was performed on (B)(4) 2014. Intra-operatively it was noted that the interbody implant had migrated posteriorly after placement but before posterior fixation placement. Surgeon elected not to adjust the implant and was satisfied with placement. Patient is asymptomatic. Patient is doing well post operatively and progressing nicely. Currently there are no plans for revision surgery.

Manufacturer narrative:
(B)(4). CT scans of the interbody device were received confirming the event. The device remains in-situ and has not been returned. No product info was given and no further evaluation of the product can be completed at this time. It is unk if endplate preparation, placement, or the patient's anatomy contributed to the migration of the device. The root cause of the this reported event has not been determined; no conclusion can be drawn. See